Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the pump powered on with returned battery cap but the battery cap could not be tightened due to damaged threads. There were battery compartment cracks observed in the thread area and below the grip pad. There was no evidence of short battery life observed in the pump¿s black box. The pump current draws were within specifications. There was no evidence of moisture or loose components inside pump.